Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient turned stimulation on the day of the report for the first time since implant (B)(6) 2016 and the stimulation was too strong and she had to turned stimulation off with the recharger. The patient indicated that she never received a patient programmer. The patient stated that she had an appointment with a manufacturer representative (rep) on the (B)(6) 2016. It was noted that the change in therapy/symptoms were sudden.

Event description:
Additional information received from the patient indicated stimulation was not too strong. It did not help the pain in the patient's back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.